Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by cloudy effluent, abdominal tenderness, and abdominal pain. The patient was hospitalized for the event. The cause of the peritonitis was not reported. On unreported date(s), the patient was treated with ceftazidime intraperitoneally (dosage, frequency, and duration not reported) and cefazolin intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date, antibiotic therapy was switched to ceftazidime intraperitoneally (dosage, frequency, and duration not reported) and tobramycin intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date, intraperitoneal vancomycin (dosage, frequency, and duration not reported) was added as treatment for the peritonitis event. On an unreported date, intraperitoneal antibiotic therapy was discontinued and the patient was treated with two weeks of intravenous vancomycin (dosage and frequency not reported) for the peritonitis event. On hospital day twenty-seven; physioneal and extraneal therapies were discontinued, the peritoneal dialysis catheter was removed, and hemodialysis was initiated. It was reported that after five days of intraperitoneal vancomycin therapy, clinical symptoms were resolved. The patient remained clinically asymptomatic for the remainder of hospitalization and for twelve months of follow-up and was recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date in jan 2013, the patient experienced peritonitis. Article citation: sug kim, j., won lee, t., gyoo ihm, c., jin kim, y., mi moon, s., joo lee, h., and hwan jeong, k. (2015). Capd peritonitis caused by co-infection with cellulosimicrobium cellulans (oerskovia xanthineolytica) and enterobacter cloacae: a case report and literature review. Internal medicine (tokyo, japan), 54(6), 627-630. Doi:10.2169/internalmedicine.54.3261. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.